Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient was experiencing left arm swelling. A subclavian vein stenosis with thrombosis was observed. The device was explanted on (B)(6) 2015. It was noted that the patient underwent venoplasty and stent placement in the subclavian vein. The patient was given a life vest until re-implant is evaluated.